Event description:
Account reports that an "all in one" container filled with chemotherapy "split" at the top and down the side of the bag. States the bag had been on the unit for approx. 6-8 hrs. With no problem and was filled with approx. 2100cc. Acct. States this was the second bag of chemo; the nurse had just spiked the bag and was preparing to hang it when it burst open. States there was no pt. Injury and no medical intervention. The proper procedures were done to clean up the chemo spill.